Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood was observed in the patient¿s central line, and the cartridge had come loose. Lightheadedness occurred, prompting an emergency-room visit. The issue occurred during patient use and contributed to a clinical injury, requiring ER evaluation.

Manufacturer narrative:
H1 - type of reportable event: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.